Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the high voltage cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system monitor would display split images and shutdown. No pt injury was reported.